Event description:
Allegedly the sling straps on the lift broke as the end user was lifted out of a hot tub. End user reportedly fell 4 feet onto the concrete floor, breaking her hip. End user has been wheelchair bound since incident.